Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was displaying an e6 error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a damaged flex circuit. It was further determined that the device failed pretest for no short circuit between 5vdc line and connector body assessment and no short circuit between sensor gnd and connector body assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported that the motor device was displaying an unspecified error code. It was further reported that the device displayed an e6 (overheat warning) error code. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.